Event description:
The customer reported that the footswitch stuck and the emergency stop was facilitated to terminate x-ray exposure in a pt case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply voltages were adjusted and all system boards and connectors were reseated. The system was then found to be operating as intended. This malfunction may hae resulted in a possible accidental radiation occurrence.